Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test. The consumer reported performing 3 tests in the same week, the first two were negative. The third test was positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Information such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.